Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no hole in it, clogging during use and cracking the insulin cartridge. The following information was provided by the initial reporter: "it seems to have no hole in it or there is some other problem. I've tried to use it with a couple different insulin cartridges and nothing is coming out. It even cracked one of my insulin cartridges and I can no longer use it."

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no hole in it, clogging during use and cracking the insulin cartridge. The following information was provided by the initial reporter: "it seems to have no hole in it or there is some other problem. I've tried to use it with a couple different insulin cartridges and nothing is coming out. It even cracked one of my insulin cartridges and I can no longer use it."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.